Event description:
It was reported that during a follow up session it was noted that the implantable cardiac monitor (icm) device data collection was not programmed on at implant using the diagnostic mobile programmer. The device data collection was manually programmed on during the follow up session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.